Event description:
It was reported the stent dislodgement occurred, requiring additional intervention. During a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad), predilation was conducted with a 3mm noncompliant balloon. When attempting to introduce the promus elite 3.50mm x 20mm, the stent detached from the balloon. The stent was not able to be introduced back into the catheter. The stent was pushed over the lad and into a tight bifurcation with the balloon. The stent was pressed against the vessel wall with a noncompliant non-boston scientific balloon. The original lesion in the bifurcation of the lad was able to be stented successfully with a non-boston scientific stent. Post dilation was done with a balloon over the entire stent segment. The procedure was successfully completed and confirmed via ivus.

Event description:
It was reported the stent dislodgement occurred, requiring additional intervention. During a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad), predilation was conducted with a 3mm noncompliant balloon. When attempting to introduce the promus elite 3.50mm x 20mm, the stent detached from the balloon. The stent was not able to be introduced back into the catheter. The stent was pushed over the lad and into a tight bifurcation with the balloon. The stent was pressed against the vessel wall with a noncompliant non-boston scientific balloon. The original lesion in the bifurcation of the lad was able to be stented successfully with a non-boston scientific stent. Post dilation was done with a balloon over the entire stent segment. The procedure was successfully completed and confirmed via ivus. It was further reported that the 90% stenosed lesion was not calcified, not tortuous and did not have a significant bend. The patient was stable and in good condition post procedure.

Event description:
It was reported the stent dislodgement occurred, requiring additional intervention. During a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad), predilation was conducted with a 3mm noncompliant balloon. When attempting to introduce the promus elite 3.50mm x 20mm, the stent detached from the balloon. The stent was not able to be introduced back into the catheter. The stent was pushed over the lad and into a tight bifurcation with the balloon. The stent was pressed against the vessel wall with a noncompliant non-boston scientific balloon. The original lesion in the bifurcation of the lad was able to be stented successfully with a non-boston scientific stent. Post dilation was done with a balloon over the entire stent segment. The procedure was successfully completed and confirmed via ivus. It was further reported that the 90% stenosed lesion was not calcified, not tortuous and did not have a significant bend. The patient was stable and in good condition post procedure. It was further reported that the delivery system was prepared and handled normally, no accidental pressure or handling of the stent. No resistance was felt when advancing the device, even when the stent became dislodged there was no resistance and the balloon continued smoothly down the vessel. The stent was dislodged in the left main. The stent became partially expanded and bent and severely deformed in left main. The stent could not be pulled back into the catheter. The vessel was wired outside the stent and pushed the stent to lad then the stent was pressed against the vessel wall.

Event description:
It was reported the stent dislodgement occurred, requiring additional intervention. During a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad), predilation was conducted with a 3mm noncompliant balloon. When attempting to introduce the promus elite 3.50mm x 20mm, the stent detached from the balloon. The stent was not able to be introduced back into the catheter. The stent was pushed over the lad and into a tight bifurcation with the balloon. The stent was pressed against the vessel wall with a noncompliant non-boston scientific balloon. The original lesion in the bifurcation of the lad was able to be stented successfully with a non-boston scientific stent. Post dilation was done with a balloon over the entire stent segment. The procedure was successfully completed and confirmed via ivus. It was further reported that the 90% stenosed lesion was not calcified, not tortuous and did not have a significant bend. The patient was stable and in good condition post procedure. It was further reported that the delivery system was prepared and handled normally, no accidental pressure or handling of the stent. No resistance was felt when advancing the device, even when the stent became dislodged there was no resistance and the balloon continued smoothly down the vessel. The stent was dislodged in the left main. The stent became partially expanded and bent and severely deformed in left main. The stent could not be pulled back into the catheter. The vessel was wired outside the stent and pushed the stent to lad then the stent was pressed against the vessel wall.

Manufacturer narrative:
Device evaluated by manufacturer: promus elite 20 x 3.50mm stent delivery system was returned for analysis without the stent, the following attributes were examined: stent profile: the device was returned without the stent. A review of the manufacturing stent profile data was performed, and the stent od was within max crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed with crimp markings visible on the exposed balloon profile. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.